Manufacturer narrative:
(B)(4) relates to (B)(4) for the issue of guide catheter broken. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a (B)(6) male patient weighing (B)(6). During the procedure, the guide catheter broke, and the stent was unable to be deployed. The broken guide catheter was retrieved by withdrawing the delivery system. The procedure was successfully completed with another flexima rx biliary stent system. There were no reported patient complications. The patient was reported to be fine after the procedure.